Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no deliveries from the insulin pump. The customer's blood glucose reading was 400+ mg/dl. During customer's initial training, the pump gave several no deliveries during bolus alarms. The customer was unable to troubleshoot because she discarded the sets.